Event description:
It was reported that during a da vinci-assisted general surgical procedure, there was a recoverable error. The customer tried to recover, but the errors kept returning. The technical support engineer (tse) confirmed issues with universal surgical manipulator (usm) 3. The instrument was grasping a needle. Tse had the site use instrument release kit (irk) to let go of the needle and then remove the instrument. Tse advised the site to return the instrument. The site was able to disable usm 3 and bring in usm 4 to complete the case. The site was not able to do a hard restart at the time of call. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. When the arm was tested from in-house system, the arm failed normal mode as it triggered an error of 23087. When the arm was tested from patient side cart (psc) fixture test platform (pftp), it failed friction speed very slow and low. All other pftp tests passed. Remote fe recorded an error of 23087. During inspection/troubleshooting, it was found out that yaw stator was loose. When yaw motor module was opened for further investigation, stator clamp was not properly secured/torque. Root cause of this failure is attributed to component failure.